Event description:
It was reported that the patient underwent a left knee arthroplasty. Subsequently, two years later, the patient was revised due to femoral loosening and pain. The femoral component was revised and the poly was also exchanged in good practice. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00595403702 - tibial tray fixed bearing size 4 do not use with articular surface thicknesses greater than 17 mm - 64393956; 00595203010 - articular surface use with plate 3,4 size yellow/c-h 10 mm height - 64569460; 00597206532 - all poly petella standard cemented size 32 mm diameter 8.5 mm thickness - 64600521; 66056768 - palacos r+g fast - 92134834. Report source: foreign country: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6. H6 : suggested component code: mechanical (g04) - femur. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.